Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The returned device was returned loaded with an unknown endo stitch sulu. The jaws of the instrument were closed. The metal blades were locked onto the needle. The needle was unable to be removed from the instrument. The needle was found to have been loaded onto the device with improper orientation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition occurred due to incorrectly loading the needle against the instruction for use of the product, or an incorrect orientation of the needle within the device loading unit (dlu). The IFU (instructions for use) clearly states: ¿insert the tip of the open jaws, with the logo facing up, into the reload and press firmly until fully seated¿. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the first instrument was difficult to toggle and the suture fell into the patient. The needle was retrieved by using graspers. The second instrument was used which was also difficult to toggle and it completely locked up between toggles and would not release the needle. A third device was opened and used that worked properly and the procedure was completed. There was no patient injury.